Manufacturer narrative:
H11: upon further investigation, this record was determined to be a duplicate record of MFR report number 2518422-2023-13548. The investigation will be documented under MFR report number 2518422-2023-13548. Therefore, this complaint no longer meets reportability requirements.

Event description:
Philips received a complaint from a manufacturer's product support engineer (pse) reporting error code 1115 - auxiliary alarm supply failed occurred on the v60 ventilator. The device was not in clinical use when the issue was identified. There was no report of harm to patient or user